Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service engineer (fse) went onsite to evaluated and repair the suspect device. The fse reported the unit displays transducer fault, all the time. The fse replaced the main printed circuit board assembly (pcba) and turbine board. The fse performed service verification testing and reported the unit is operating to correct specifications. The fse reported the suspect component was isolated and sent to the failure analysis laboratory for further investigation. At this time, the failure analysis lab has not received the suspect component. Upon completion of the suspect component, a follow-up report will be included.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr fault (transducer fault) alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component for investigation. The suspect main printed circuit board assembly (pcba) evaluation was able to be duplicated and was isolated to a faulty pressure transducer within the assembly ((B)(4)). This issue will be internally investigated within carefusion.